Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 81-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Multiple issues were encountered by the patient during attempted impella use. While attempting to implant the device, resistance was met proximal to the anastomosis and the pump had to be removed. Flouro and contrast was subsequently utilized and it was noted that the subclavian artery had disease. The patient's right arm was manipulated and placement was successfully completed. However, upon starting the pump and increasing support levels, suction was encountered, and the patient's mean arterial pressure (map) dropped to the 30s. Volume was provided, however the issue persisted. The position was checked, and it was discovered that the mitral valve was being impeded by the pump. The device was repositioned, and the issue resolved.

Manufacturer narrative:
The investigation for the reported low pump flow, positioning and delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue- anatomy was most likely due to patient condition. The root cause of the positioning issue was determined to be use/ technique. Low pump flow was caused due to the improper positioning and from the clinical that repositioning improved the flows. Hence, the root cause is determined to be improper use/ technique. This report is being filed as part of a retrospective review of historical records.